Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the glass door was broken and the handle/lock had been broken off completely at the station. A field service engineer replaced a broken tower door 1 auxiliary to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis medstation system had a broken tower door, preventing users from accessing medication for a patient. The malfunction occurred when the user tried to issue medication to the patient and there was no patient harm. There were no adverse events or injuries reported based on this event.